Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported seeing "settings not available", cannot provide desired intensity settings on their controller. Pt stated they have not changed any of their settings and have tried adjusting programming but it was still not working. The issue started a while back and was perfectly fine, but now it started again yesterday evening. Pt denied any falls or trauma that could have impacted the stimulator or system. Pt mentioned they have gone to the level they have set it to in the past and now it won't go up. Agent reviewed meaning of the screen and the patient was redirected to their healthcare provider (hcp) to further address the issue. Agent reviewed manufacturer resources available to hcps. Additional information was received from the manufacturer representative (rep). It was reported that there were "low impedances or shorts", 15 red x at connection check 14 impedance 25860 25 impedance 25860. A loss of stimulation was noted. Met with patient. All programming was utilizing electrodes 14 and 15. Reprogrammed patient using different electrodes. Patient has new programming. The cause was noted as, unrelated to stimulator, patient slipped on wet leaves. Patient states she did not fall however did catch herself quite forcefully issues with stimulation not available started after this slip on the leaves. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.